Event description:
The customer reported there was a pinhole in the videoscope. The subject device was sent to an olympus service center for evaluation. During inspection and testing, the image from the scope disappeared. This report is being submitted for the malfunction found during evaluation (image disappeared). There was no harm or user injury reported due to the event.

Manufacturer narrative:
During inspection and testing, service found the image disappeared. The report of a pinhole in the scope was not confirmed. In addition, there were scratches on the bending section cover, the adhesive on the bending section cover was chipped, and the label on the video connector was peeling. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Manufacturer narrative:
Correction to g3 of the initial medwatch. The aware date should be 21-mar-2022. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified; however, the event most likely occurred due to a malfunction of the image sensor unit, the board inside the video connector, or the malfunction of the system. Olympus will continue to monitor field performance for this device.